Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. Upon review, there were pacemaker mediated tachycardia (pmt) episodes stored. Approximately three months later, technical services (ts) was contacted for programming assistance in addressing the pmt episodes and premature ventricular contractions (pvcs). The pmt algorithm was breaking the rhythm, however the health care professional (hcp) wanted to see if it was possible to eliminate pmt episodes altogether. After some troubleshooting, ts advised the hcp to turn off tracking preference and revert to the original atrioventricular (av) delay and post-ventricular atrial refractory period (pvarp). Afterwards, no further pmt episodes were observed. Additionally, intermittent left ventricular (lv) pacing inhibition was observed due to frequent lv pvcs with right ventricular (rv) back up pacing. It was noted that the patient has lv only pacing. Ts conducted a demonstration with lv sensing off. This pacemaker remains in service. No adverse patient effects were reported.